Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The device was posted-paced t-wave oversensing on the ventricular channel. Programming changes were made. The patient was doing fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.